Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed motor error on multiple days. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reports a protruded drive support cap. Troubleshooting was not completed. The insulin pump will be returned for analysis.